Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient encountered soft cannula dislodged from tissue during use. Therefore, on (B)(6) 2024 the patient was admitted to the hospital due to high blood glucose level over 500 mg/dl. Furthermore, the patient was tested for ketone levels and detect high ketones. During hospitalization, the patient received fluid and insulin intravenously as corrective treatment. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.